Manufacturer narrative:
Product ID 3093-28, lot# v973754, implanted: 2012 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that there was a suspected end of service (eos)/ end of life (eol). The caller reported, he was unable to communicate with the implantable neurostimulator (ins) with the clinician programmer and 2 patient programmers and had been trying for a half hour without success. Ins battery depletion was premature. They were unable to confirm patient settings due to eos. The system had not been working for ¿sometime.¿ patient had a previous visit but was unsure when and had not been able to communicate then either. It was noted that the patient programmer was not able to communicate with or without the antenna attached. The device had been moved all over implant with no success. It was further noted they were never able to get the synchronize patient programmer screen which was an indication ins was depleted. Additional information received reported that the implant was depleted based on lack of communication of the implant and clinician programmer. It was noted that the patient had fallen out of bed several times which appeared to have caused a problem. It was unknown if the patient had decided to replace or explant the device.

Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v973754, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: 8840, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they removed the device, it didn¿t work for her. There was no other information provided. There were no further complications that have been reported as a result of this event.